Event description:
It was reported that pump displayed cartridge change error during use. There was no adverse impact to the customer¿s blood glucose level. Customer, under guidance from technical support, removed cartridge, inspected and cleaned pneumatic area, confirmed o-ring was intact, reattached cartridge securely, followed on-screen instructions, and successfully completed load process and resumed insulin delivery.